Event description:
The facility reported to baxter that an intermate sv 100 device had its tubing break off near the luer lock. This event occurred as the patient attempted to connect the device and initiate therapy. The device was filled with 100ml of vancomycin at the time of this event. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.